Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/15/2025, a sales representative reported via phone that an ar-3641sp self-punching knotless 2.6 fibertak® anchor with # 5 suture had the knotless mechanism would not engage and was not able to fixate the repair. The surgeon then cut the anchor and suture out. There was a 1-minute case delay. The case was completed using an ar-2324bcc suture anchor, biocomposite swivelock® c. This was discovered during a rotator cuff repair procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.